Event description:
As reported by an edwards field (fcs) clinical specialist, during prep and the rinsing process of the 26mm sapien 3 ultra valve, long tissue filament on one of the leaflet's edge was noted. The filament was the same color as the leaflet and as per provided photo, it was confirmed by the fcs that the leaflet appears 'fuzzy'. A decision was made not to use the valve. A new valve was used for the procedure. The 2nd valve was successfully implanted. There was no harm to the patient. No pictures available and the device will be returned for evaluation. During initial visual inspection of the returned valve, "black specks" were noted on one of the leaflets.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The 26mm sapien 3 ultra valve was returned to edwards for evaluation. Visual inspection revealed two black particulates on one of the leaflets, tissue fibers attached to the leaflets associated with inflow side (this observation is natural tissue characteristic of pericardial tissue and appears acceptable per specification), and fuzzy leaflet fibers were not visible when valve removed and evaluated outside of the solution. Dimensional and functional testing was not performed as the complaint was confirmed by visual inspection. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history revealed no additional complaint associated with each serial number. The commander delivery system with s3/s3u/s3ur thv IFU, and device preparation training manual were reviewed for guidance and instructions. The preparation manual provides guidance on thv rinsing. The appearance of thv leaflets during the rinsing process should not be used to judge the adequacy of thv coaptation. During the manufacturing process, each thv is individually inspected to confirm proper coaptation under physiological backpressure conditions prior to release. There was no IFU or training deficiencies identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for anomaly appearance of the valve during device preparation was confirmed from the returned device. No product non-conformances were identified. An in-depth evaluation regarding these types of events has been documented in and edwards technical summary. Per technical summary, the inflow surface of valve leaflets manufactured with bovine pericardial tissue inherently exhibit roughness due to a natural lining of pericardial tissue fibers; this fibrous appearance is a natural characteristic of bovine pericardial tissue. Given edwards vast historical experience in the manufacture of bioprosthetic heart valves with this material and based on a review of pre-clinical study data and the literature review, there is no evidence to suggest a correlation between pericardial fibers and clinical complications. In this case, available information suggests that user perception may have contributed to the complaint event. The complaint for particulate noticed on the valve was confirmed from the returned device. A review of DHR, lot history, complaint history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Per fourier-transform infrared spectroscopy (ftir ) material analysis results, the black particulates showed similar absorption to calcium phosphate and polyester material. A manufacturing process walk through was performed by engineering to ensure that none of the material, fixtures, or tooling used match calcium phosphate and polyester material. Additionally, during manufacturing process, all sapien 3 ultra valves are 100% visually inspected for particulate. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. As reported, 'during pre-deco, 'black specks' were noted on one of the leaflets.' It is possible that the black particulates were introduced during the return handling process since the particulates were not observed or reported from site. Given that there is no evidence of product non-conformance or device malfunction found on the returned device, no further engineering evaluation is required at this time. In addition, available information suggests that device returned handling may have contributed to the complaint. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No manufacturing non-conformance was identified or IFU deficiencies were identified; therefore, neither a product risk assessment nor preventative or corrective actions are required.